Event description:
The event involved a primary plum administration set, and it was reported that there were black spots or defects with the tubing. There were no reported patient involvement and no reported patient harm.

Manufacturer narrative:
The device is not available for investigation however a photo review should be performed, and a supplemental report will be submitted. D4: only di provided as lot number is unknown. (B)(6).